Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 10feb2020.

Event description:
It was reported that the ventilator had a battery fault and was unable to charge. There was no patient involvement. The customer was advised to replace the battery and was provided with a quote for repairs.

Manufacturer narrative:
G4: (B)(6) 2020 b4: (B)(6) 2020 the service engineer (se) confirmed the battery was damaged and found the lens data line and lens keyboard also had damage. The customer was advise to replace the battery due to it being out of warranty. Multiple attempts were made to obtain information on the repair/service of the device that have been unsuccessful. A supplemental report will be submitted if new information is available. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.